Event description:
Voluntary medwatch received states that the patient's low-voltage lead was explanted due to product performance issue. The patient experienced no adverse consequences.

Manufacturer narrative:
Correction. Section b5: voluntary medwatch received states that the patient's low-voltage lead was explanted due to product performance issue. The patient experienced no adverse consequences.

Event description:
Voluntary medwatch received states, it was reported that the patient's low-voltage lead was explanted due to product performance issue. The patient experienced no adverse consequences.